Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-nov-2021. The additional event information indicated that the reported event did not result in any clinically significant delay in the procedure. On 23-nov-2021, the product analysis lab received the complaint device on. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00525 and 3008114965-2021-00526. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6451018) became impeded in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30567288) during its delivery to the target position. The physician attempted to withdraw the stent but was not successful. The stent was removed with the microcatheter together outside the patient¿s body. It was observed that the microcatheter was kinked and the physician replaced the stent and the microcatheter to complete the procedure. There was no report of any patient injury or complication. On 20 oct 2021, a photo was added to the complaint. The photo was reviewed by the product analysis lab and is documented below. [Photo analysis]: based on the photo provided, a section of the 150cm x 5cm, 2 markers prowler select plus microcatheter is shown in the photo. The device is not in its original packaging and has a curved appearance, however, it is not kinked. No damages were noted on the device. Additional information was provided on 28-oct-2021. The information indicated that nothing unusual was noted about the stent system prior to use. Adequate continuous flush was maintained through the prowler select plus microcatheter, but there was resistance during the stent insertion through the microcatheter. The stent / stent delivery system did not appear damaged. When the stent component of the enterprise system was still on the delivery wire when it was removed with the microcatheter. The replacement stent and microcatheter were not of the same product codes as the complaint devices. On 22-nov-2021, additional event information indicated that the reported event did not result in any clinically significant delay in the procedure. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm, 2 markers prowler select plus microcatheter was received coiled inside a pouch. The device was visually inspected and was observed to be in good condition. There were no damages nor anomalies noted during the visual inspection. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the returned microcatheter were measured and confirmed to be within specifications. Hub ID: 0.0215 inch; specification: 0.021 in minimum. Distal ID: 0.0215 inch; specification: 0.021 in minimum. Actual microcatheter od (17.7165 in from distal end): 0.0348 inch; specification: max. 0.0375 inch. Actual microcatheter od (1.9685 in from distal end) 0.0307 inch; specification: max. 0.032 inch. Functional evaluation: the returned 150cm x 5cm, 2 markers prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the concomitant 4.5mm x 37mm enterprise® vrd was introduced into the microcatheter and advanced; no resistance / friction were experienced. Based on the functional test performed, the reported issue that the 150cm x 5cm, 2 markers prowler select plus microcatheter was obstructed causing the 4.5mm x 37mm enterprise® vrd to become impeded inside the microcatheter during the delivery attempt to the target position was not confirmed. A review of manufacturing documentation associated with this lot (30567288) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The instructions for use (IFU) does contain the following recommendations and warnings: do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Do not attempt to use infusion catheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewires a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00525 and 3008114965-2021-00526. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The email address of the initial reporter was not available / provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00525. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6451018) became impeded in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30567288) during its delivery to the target position. The physician attempted to withdraw the stent but was not successful. The stent was removed with the microcatheter together outside the patient¿s body. It was observed that the microcatheter was kinked and the physician replaced the stent and the microcatheter to complete the procedure. There was no report of any patient injury or complication. Additional information was provided on 28-oct-2021. The information indicated that nothing unusual was noted about the stent system prior to use. Adequate continuous flush was maintained through the prowler select plus microcatheter, but there was resistance during the stent insertion through the microcatheter. The stent / stent delivery system did not appear damaged. When the stent component of the enterprise system was still on the delivery wire when it was removed with the microcatheter. The replacement stent and microcatheter were not of the same product codes as the complaint devices.